Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the user was unable to authenticate to any stations. The technical support specialist (tss) logged into the server and reviewed server logs. The tss identified an error in the logs, although the user's login attempt verified that the account was a domain user, further investigation was needed. The tss again dialed into the server and reviewed identity server logs since the last occurrence, no new errors were found. The tss contacted the customer, who confirmed the issue had also occurred the previous day but had self-resolved. The tss confirmed that the issue had been resolved by the hospital information technology team. The system functioned as intended after the hospital information technology resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server user was unable to authenticate to any stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.